Event description:
The time of event is unknown. There was no report of patient harm. Operation/suction channel clogged.

Manufacturer narrative:
We checked the returned unit and confirmed that the suction channel dirty. Based on the result, we concluded that it was caused due to the insufficient reprocessing at the facility on the suction channel. In addition, we confirmed that the insertion flexible tube (ift) fluid damage, the light guide fiber bundle (lcb) fluid damage, the light guide cable fluid damage, the body cover grip cracked, the objective lens unit cracked, the remote control buttons leak, the bending rubber cut, the operation channel dirty, and the segment hard to move; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0588(channel)"" and/or the risk analysis results, it was evaluated to submit MDR.